Event description:
Complaint rec'd reporting leakage problems with use of (B)(4) 6 inch microclave smallbore bifuse ext sets. It was reported that the (B)(4) sets "...microclave was leaking where the microclave is bonded on to the set". One pt incident reported "...the baby's bp dropped...as dopamine was not being delivered through the microclave...set was attached directly to baby's umbilical catheter. Incident report was filled out...". After performing a saline flush and device change-out to resume treatments, pt returned to baseline condition. Add'l incidents have occurred with no reported pt consequences.

Manufacturer narrative:
Device return: four (4) used and thirty-four (34) packaged (B)(4), 6 inch microclave smallbore bifuse ext sets, lot #2481336; one (1) packaged baxter interlink ext set. Visual inspections and analysis (pre and post decontamination) were performed. The report documents decontamination solution was able to be flushed through each of the four returned used (B)(4) set's microclave connectors with no leakages or flow issues observed. The report noted one of the used (B)(4) set's tubing was discolored on the inner walls of the tubing. Post decontamination visual inspection recorded two of the used (B)(4) sets' microclave connectors were disassembled and evaluated. The results recorded no issues with the (B)(4) microclave connector, sample #3 and sample #4. The report did record the (B)(4) microclave connector, sample #1 and sample #2 exhibited minor spike dimensional distortion. Previous investigations have identified this condition can occur when the microclave connector is accessed with a mating device male luer with an inside diameter that is too small. Thirty returned packaged (B)(4) same lot samples were each tested. The results recorded no leakages and/or performance issues. The returned same lot packaged samples were then subjected to multiple activations with the returned baxter interlink set and then leak tested again to evaluate any performance anomalies with use of the returned mating device. The results recorded no attachment issues, no flow issues, or leakage problems either in activated or un-activated state. Conclusion: extensive testing and analysis of the returned used (B)(4) sets and same lot packaged sets recorded no performance issues, leakages, and/or out of spec conditions. The one returned mating device meat compatibility requirements. The exact cause of the reported leakage issues remains unknown.